Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08750 inches. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Pump was monitored and no unexpected battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer¿s nurse reported via phone call that the customer had diabetic ketoacidosis and was hospitalized on (B)(6) 2017. The customer was in the intensive care unit. The customer¿s blood glucose level at the time of admission was 694 mg/dl. It was noted that the customer had tried to treat with the insulin pump. The customer had symptoms such as vomiting and nausea. The customer was given an insulin drip. Troubleshooting was performed. Insulin was able to exit the tubing. They were unable to determine if the insulin pump¿s programming was correct. The high-pressure test was performed twice and the insulin pump had failed the test both times. The device was returned for analysis.